Event description:
It was reported that the patient presented to the emergency room for symptomatic sinus bradycardia. The implantable cardiac monitor could not be interrogated. No sources of interference could be determined. The patient recently had an MRI. The device was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.